Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden change of pacing lead impedance (pli) measurements of 1500 ohms when in bipolar configuration and 300 ohms when in unipolar configuration at routine follow-up. It was noted by the physician that this was most likely due to a lead conductor fracture. This lead was capped and replaced with a new lead. No additional adverse patient effects were reported.